Manufacturer narrative:
Event date was approximated as it is unknown.

Event description:
It was reported thrombus and a cerebral vascular accident (cva) occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. It was reported via (B)(6) that approximately one year later, a thrombus formed on the device and the patient experienced a stroke. The stroke impacted the patient's left side.